Manufacturer narrative:
Lumenis investigated the event reports contacting the user facility to request patient treatment settings and patient photographs. Treatment settings for all patients were provided. Despite reasonable attempts by phone and email to obtain patient photographs, none were provided. During an examination of the subject device by a lumenis technical specialist the specialist observed debris build up on the treatment tip. An examination of the subject device found that the subject device met all functional specifications. No related device malfunction was reported or observed. A review of the DHR confirmed that the sd met all test specifications without deviation per the DHR during the manufacturing process. An evaluation of the reported event details by a lumenis healthcare professional concluded the root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to subject device training and subject device labeling. A review of subject device labeling found the following precautionary statements: "warning - the sapphire tip of the handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain."

Event description:
A user facility reported that three (3) patients sustained first and second degree burns to the neck following treatment with a lumenis lightsheer duet et handpiece. The facility reported the patients were administered biafine as a prophylactic. The patients were reported to have healed with no permanent impairment. No report of serious injury or medical intervention to preclude permanent impairment were received.